Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One (1) sample were received. The sample was received in used condition, without its original packaging and with its certificate of safe handling. Functional testing was performed on the actual device and no leaks were found. The reported failure was not confirmed. No root cause could be determined since the sample successfully passed leak test. No corrective actions were taken since the complaint was not confirmed.

Event description:
It was reported that cadd cassette had leakage after filling with drugs. No patient was involved in this issue and the lacking cadd cassette was find in our cleanroom while filling the device. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08711 is no longer considered reportable, please disregard any MDR reports associated with it.